Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. We were unable to verify compromised force sensor system alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window, cracked reservoir tube and stained endcap sticker.

Event description:
It was reported that the customer's insulin pump squirted out insulin during manual prime and alarmed compromised force sensor system. The customer stated they are stuck in rewind complete/bolus delivery loop. Customer stated she treated with a manual injection and has her back up plan. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. The customer's blood glucose was 376mg/dl.